Manufacturer narrative:
The reported issue of dim segments was confirmed. The customer returned 15 lvp display board assemblies (p/n tc10010208) in their individual esd bags. Visual inspection of the boards was performed, and no damage, corrosion, or cold solder was observed. Test results identified 15 out of 15 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations CAPA identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 24-jan-2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 18-nov-2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were returned for investigation.

Event description:
It was reported that allegedly the display board was dim for fifteen large volume pump modules, therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that allegedly the led display board was dim for fifteen large volume pump modules, therefore, will be replaced. There was no reported patient involvement.